Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 31-dec-2025, it was reported by an arthrex employee via (B)(4) that (qty. 2) of an ar-8926ss knotless t-rope experienced a malfunction. When the doctor pulled the sutures one by one to close the syndesmosis, the tightrope sutures broke; another tightrope was provided to perform the repair, and when the sutures were pulled again, they broke. This was discovered during the case with no patient harm.